Manufacturer narrative:
According to the available information, the device was explanted due to exposure of the electrode in the external ear canal and subsequent inadequate handling by the caregiver. The surgical procedure performed at implantation was a veria technique, which is known to increase the risk of electrode extrusion by breakdown of the thin epithelial lining of the auditory canal. Such thin skin could in fact not provide sufficient protection to the electrode lead, which can spontaneously extrude, like in the present case. Also, in situ measurements are indicative of a device malfunction, likely due to damage related to the pulling of the electrode. The device has been explanted but has not been returned yet for investigation.

Event description:
The recipient reported that in the 2 days prior there was a foreign body in the external ear canal. Reportedly, the caregiver cleaned the ear many times and during one cleaning the visible electrode lead, which was thought to be the old sutures, was pulled. Upon otoscopic evaluation the ent surgeon confirmed the presence of the electrode array in the external auditory canal (eac). The recipient is mentally retarded and cannot report when access to sound was lost. As per caregivers, the user could hear well with the device up until one month prior but did not use the device because the battery of the external device was not working. The recipient was explanted. However, the device has not been received for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported that in the 2 days prior there was a foreign body in the external ear canal. The mother of the patient had cleaned the ear frequently; she saw what she thought were old sutures and pulled on it. Upon otoscopic evaluation the ent surgeon confirmed the presence of the electrode array in the external auditory canal (eac). No pain or ear infections were reported. No history of trauma or accident were reported. The patient was explanted on (B)(6) 2017.